Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited far-field oversensing on the right atrial (ra) channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service and no adverse patient effects were reported.